Event description:
It was reported that during a sleeve gastrectomy procedure, they had a problem on their fifth firing. They were using a gold cartridge with peri strip buttressing. When the surgeon fired the stapler the tissue started moving with the blade towards the distal end of the stapler. The staples bunched together and didn't form. The surgeon had to reverse the blade and open a new stapler. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).